Event description:
Reportedly, the subject device was set to deliver a 24-hour dose of lipids. The attending nurse checked and noted that the infusion was complete after approximately 12 hours. There was no patient injury.